Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The event is most likely caused by the utilization of an incorrectly sized screw or under insertion of the device leaving the articular end of the implant protruding beyond cortical bone. If the screw is loosened due to it being undersized or poor bone quality, or not completely seated during the initial surgery, the device can migrate out of the tunnel. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.

Event description:
It was reported that on (B)(6) 2013, patient had arthroscopic sb acl reconstruction procedure performed at sports injury center ((B)(6) hospital). Reason for procedure - patient had a complete acl tear. The screw backed out from the knee after almost 1 year 5 months. It was surgically removed from the knee on (B)(6) 2014. During the period (from fixing the screw in knee until removal), the patient had undergone lots of pain and discomfort. After the removal of screw, infection in the wound caused the knee to worsen. Follow-up investigation: surgeon says the patient is doing well, must be superficial infection as bacterial culture testing was negative, implant removed and graft is fine.